Event description:
The complainant reported a 48 year old male patient presenting for impella support. At the conclusion of support, the device separated upon explant. The cannula "came apart at the motor" and required use of hemostats to retrieve from the graft.

Manufacturer narrative:
The device has been received and an investigation is underway. Upon completion, a supplemental MDR will be filed.

Manufacturer narrative:
The device was returned and visual inspection found kinks in the cannula and a horizontal crease. Evidence suggests the detachment was use related (excessive force used).